Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) explained alarm and had caregiver (cg) cycle power 2 times to clear. Cg stated that one of the bags fell off and the spike came out. Tsr explained that home patient (hp) will have to start over with new supplies, or finish using manual supplies. Product surveillance followed up (B)(6) 2010 with the cg who reported that a supply bag was placed too close to the table edge and as the bag emptied, it shifted and fell off the table. This resulted in the spike coming out of the bag. The cg confirmed the patient did not reconnect after this. The hp was taken to the clinic where a manual exchange was done and the hp was given prophylactic antibiotics. The cg stated the set was discarded at the time of the event. The cg reported the hp resumed therapy that night using the cycler and has continued with no reported issues.

Manufacturer narrative:
(B)(4). Device was discarded.